Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall-adapter. It was confirmed that the pump was able to be charged with the usb-cable being plugged into computer. Customer reported blood glucose level was not impacted. A replacement wall adapter was sent to the customer.